Event description:
A caller reported an error with their continuous glucose monitoring device, specifically cgm error 42, involving their g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, guided the caller through it, and the caller successfully started their sensor session without encountering the error again.